Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 338 mg/dl. During troubleshooting, tandem technical support found that the pump time was off by one hour. Customer corrected the time and resumed insulin delivery.